Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The facility initially requested us to check if the ratcheting teeth of the mayfield skull clamp was working and holding properly. No patient contact, harm or injury was then reported. Subsequently, we received uf/importer report# (B)(4) on 11/12/2020 with the following information: the patient was scheduled for cranial surgery. Mayfield three point pins are typically used in this situation. Pins/clamp were placed by the attending surgeon after induction of anesthesia. The surgeon placed the pins/clamp in the routine fashion. The assisting surgeon controlled and stabilized the head as the patient was flipped from the supine position of the gurney to the prone position on a standard electric bed. During the process of attaching the mayfield to the electric bed the assisting surgeon stated that the torque screw appeared to reduce from 60lbs(3) to 40lbs(2). Not long after that she noted that one of the pins appeared to have slipped. At that time the mayfield was then removed, and the patient returned to the gurney. There was laceration noted that was closed using skin staples and then dressed with gauze. A second different mayfield then was applied to the patient and the process of positioning was then repeated. Again, during the process of positioning the patient in the prone position the primary surgeon was not satisfied with the status of the mayfield and re-pinned the patient. While the patient was in the prone position on the electric bed. The surgery then progressed without incident.

Event description:
N/a

Manufacturer narrative:
Updated fields - d1, d10, g4, g7, h1, h2, h10. Additional information indicated that there was no delay in surgery. The injury happened upon initial positioning for the procedure. Attending surgeon placed the pins or clamp in the routine fashion. Assisting surgeon controlled and stabilized the head as the patient was turned from the supine position on the gurney to the prone position on a standard electric bed. Upon attaching the mayfield 3-point to the bed adapter and mayfield arm. The assisting surgeon noted that the torque screw appeared to reduce from 60lbs(3) to 40lbs(2). Not long after that it was noted that one of the pins appeared to have slipped. At that time the mayfield 3-point was then removed and the patient returned to the gurney, laceration was then noted. A stereotaxy (medtronic stealth navigation arm) was not yet placed. Patient had a sclap laceration that was closed using skin staples and then dresed with gauze. Integra mayfield disposable skull pins (a1072) were used. Patient passed away. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The unit was received in need of preventative maintenance to replace worn parts on the unit. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Additional information received informed that the patient was deceased. A medical assessment was performed and concluded there was not evidence to suggest that the demise of the patient is a cause of the product performance issue.